Event description:
No blood glucose levels reported. It was reported that the customer was hospitalized on (B)(4), 2014 due to hypoglycemia. The customer reported having issues with the infusion set and sensors of the insulin pump sticking to her body. The customer reported only wearing the insulin pump without the sensors. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).